Event description:
Additional information was received from the manufacturer representative. It was reported that the issues were not related to the devices. Patient reported the hcp to the board. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with a neurostimulator (ins) for non malignant pain. It was reported that patient's permanent implant could not reproduce/replicate their trial results and they did not want anyone else to have to go through the pain they had. The results of the trial were successful with the stimulation hitting all the right spots of the pain. It was reported that patient was awake during the entire implant procedure with the manufacturer representative present as well. The hcp stated during the procedure that they could not reproduce their trial during the procedure. The patient claimed to have been flailing their arms and screaming as they were confused why they were moving forward with the implant. It was reported that the device did not work for their pain. It made a lot of buzzing and the patient could feel the stimulation in their arms but it was not hitting the right spots. When patient tried turning up stimulation, it made them feel like they were having a heart attack as their arms were burning and it felt like it was messing with the rhythm of their heart. Patient stated that the device was implanted to treat cervical issues but they did not feel stimulation in that area. The patient reached out to their trial physician regarding this and were seeing him for their care. The trial physician stated that the implanted leads were not in the same place as the trial. Patient was informed by the hospital that the leads were placed anatomically as instructed. The patient had an appointment with an hcp and a manufacturer representative to give their device one more chance. Patient was dissatisfied with the 5 minute programming session. Patient was having an x-ray to look at the placement of the leads in their spine and an MRI to find any change of arthritis symptoms as a result from their device/therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient did not use the device because their hcp put it in incorrectly and it was a failed attempt. It was reported that they guessed that the pain, buzzing, stimulation messing with heart rhythm was resolved as they did not use the device. If they turned it on and turned it up enough for them to feel it in their upper body if affects their chest. Patient's weight was 192 pounds at the time of the event. Patient also mentioned their dissatisfaction with the hcp, the hospital staff and the procedure. Patient stated that during the lead placement procedure, patient felt the hcp hit the nerve a time or two. After placement of the leads, they felt cutting and smelled the smoke even rose up from the table and they felt it hurt. They heard the hcp say that he was not out enough and the patient immediately felt several bee stings in the area and patient felt the burning until the pain lessened. Patient stated that they were in the hospital for that procedure to help cope with the pain and not to add to it. Patient needed some air and felt someone laying on their back and when they could raise their head, the guy on the back did not want them to move. After the surgery, patient was given two programs, a and b. Patient asked the hospital staff regarding the medication for the surgical pain. For pain, patient had been taking (4) - 5/325 hydrocodone-acetaminophen, I hydromorphone 8 mg 4 - ibuprofen, 1 benadryl, 1 for sleep aid. Patient thought they did not heal as quickly as they could have.